Manufacturer narrative:
The associated device was returned and evaluated. Instrument appears clean, straight, and undamaged. Instrument shows minor wear from use but no visible damage or wear to threads, bores, or surfaces. Functional gage fits per design intent. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unnecessary drill hole was made in the patient's bone due to the guide missing the nail.